Event description:
A barostim system was implanted on (B)(6) 2017 and a normal replacement occurred on (B)(6) 2025. Around (B)(6) 2025, the patient experienced redness and pain around the ipg pocket when touching the area. Lab tests were taken, and an infection was ruled out. Per the opinion of the physician, the root cause of the pain was unknown. As of (B)(6) 2025, the patient was not heard from, and the physician assumed the symptoms were resolved. Around (B)(6) 2025, the patient reported that they were still experiencing pain at the ipg location. X-rays were reviewed and per the physician, there was a little strain relief of the csl. It was noted that the patient developed pronounced, excessive scar tissue after the previous surgery and the scar tissue wrapped around the probe loop in the area of the device which made the probe immovable and caused a feeling of tension in the neck. On (B)(6) 2025, surgery was done to resolve the issue which was successful.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was build -up of excessive scar tissue from the previous surgery. The scar tissue wrapped around the probe loop in the area of the device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).